Event description:
A resolution clipping device was being used during an esophagogastroduodenoscopy (egd) with stent placement procedure on a female in 2008. According to the complaint, during the procedure, after the clips were in an open position, an attempt was made to deploy the clip, however, the jaw did not close and did not attach to the esophageal wall. The clip was retrieved with a forcep and another of the same device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The june 2008 15-months hemostatic clipping product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.